Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: investigation results: with all available information, boston scientific corporation concludes that the reported event of handle break was not confirmed. There is insufficient evidence to determine whether the reported event was related to physician technique, procedural factors, or a potential device malfunction. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. Investigation conclusion: based on all gathered information, the complaint investigation conclusion code of cause not established was assigned.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the stomach to treat acute pancreatitis during an endoscopy ultrasound procedure performed on (B)(6) 2026. During the procedure, the physician stated that the handle broke during step 2 preventing the stent from being fully released. The physician was able to withdraw the device from the pancreatic cyst and another of the same device was implanted. There were no patient complications reported as a result of this event.